Event description:
The complainant alleged that during a routine shift check by a clinician, while attempting a 100 joule self test, the device started to charge then displayed "status 105", "status 104", and "status 66" messages on the screen. The complainant indicated there was no pt involvement with this reported event.